Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was removed from service as there was a concern that the battery was experiencing premature depletion due to one year of remaining longevity; however, elective replacement indicated (eri) was declared five months later. A review of the device data indicated the device hardware is not detecting the loss of battery energy. As a result, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device was explanted and replaced. No additional adverse patient effects were reported.